Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D9: date returned to mfg.: unknown device evaluation: no deficiencies were noted during visual inspection.. The complaint could not be confirmed/verified during functional testing and the cause is unknown. No action was taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was an airway pressure alarm failure. There was no patient involvement, and no patient harm/adverse event reported.